Event description:
Boston scientific received information that, during a normal device change out procedure, this right ventricular (rv) lead displayed high shock impedance measurements greater than 125 ohms in the triad configuration with the new device. The shock impedance measurements in the coil to can configuration was 70 ohms. In order to determine the cause of the high impedance measurements, the old device was reconnected and the shock impedance measurement was 118 ohms. A technical services (ts) consultant was contacted regarding this issue and suggested to possibility that the proximal leg of the lead had an issue that the new device revealed that the old device could not reveal. Manipulation of the lead with various connections changed the orientation as well, which may have contributed to the issue. The problem also may have been present but not noticed until the lead was manipulated and the more sensitive test done. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate both the device and lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory three terminal leg segments returned severed. The returned lead segments were subject to direct current resistance testing and passed on all paths. Analysis was unable to confirm the issue seen in the field with the returned segments.

Event description:
The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were taken out of service over five years later with no further allegations. The device and pieces of the lead were returned for analysis from another manufacturer.

Event description:
Additional information indicated that the device was left in the single coil with successful defibrillation threshold tests.